Manufacturer narrative:
--

Event description:
Boston scientific received information that premature battery depletion (pbd) was suspected on this implantable cardioverter defibrillator (ICD). The device did deliver therapy several times during the first few months; however, no therapy was delivered the rest of the time. Nevertheless, the device reached elective replacement indicator (eri) after 5.5 years. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
--